Event description:
It was reported that clear, white or black particles were observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The issue was identified during setup and preparation at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter name and address: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured between november 10, 2021 to november 11, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: g3: date received by MFR in the initial MDR is being corrected to 06/19/2022 (previously reported as 06/28/2022). Should additional relevant information become available, a supplemental report will be submitted.